Event description:
During the monthly pm on this bed, it was found that the trendelenburg function was not working. The trendelenburg switch on the footboard bed function board was intermittent. There were no injury reported. Replaced the footboard bed function board to resolve this issue. Defective part was scrapped.